Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon interrogation, the left bundle pacing (lbp) lead was failing to sense and capture. The lead body rotated while the helix was retracted. The lbp lead was not used and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events of helix mechanism issue, failure to capture, and failure to sense were confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood. X-ray inspection found over-torque of the inner coil at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix can be retracted and extended by applying torque directly to the inner coil. The cause of the reported event was isolated to the helix being clogged with dried blood and over-torque of the inner coil. Electrical testing found internal shorts due to over-torquing the inner coil at the connector region. The cause of the reported events of failure to capture and failure to sense was due to internal shorts due to over-torque of the inner coil consistent with procedural damage. Visual and x-ray inspections of the lead found no anomalies except for procedural damage.